Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2006 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Additional information: a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Vaginal shrinkage. Dyspareunia. Additional narrative: it was reported that the patient had mesh implanted to treat pelvic organ prolapse and stress urinary incontinence. Concurrently a vaginal hysterectomy and posterior colporrhaphy were performed. Approximately one month after implantation the patient experienced mesh erosion, nerve damage to internal and sphincter muscles, vaginal pain, vaginal shrinkage and dyspareunia. The patient underwent mesh removal surgery in (B)(6) 2008, repair of the sacral area on (B)(6) 2008 and lysis of an annular band inside the vagina on (B)(6) 2009.